Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized for high and low blood glucose levels. The customer's blood glucose level at the time of high was 459mg/dl. It was reported that the customer tried to treat with pump. It was reported that the customer was in diabetic ketoacidosis. It was reported that the customer's levels had gone down to 60mg/dl. It was reported that the customer was still at the hospital. No further assistance reported to be provided at this time.